Manufacturer narrative:
Follow-up #1: date of submission 01/27/2017 device evaluation: the device has been returned and evaluated by product analysis on 01/06/2017 with the following findings: a review of the black box did not show any evidence of short battery life. A ¿replace battery¿ alarm was observed on 10/24/2016 due to normal battery wear. The returned battery cap was able to secure properly. The pump powered on normally and all current draws were within specifications. The pump performed ez-prime steps successfully. The pump cover was removed and no internal defects were found. The complaint of a battery life issue could not be confirmed or duplicated on investigation. Unrelated to the original complaint, investigation revealed that the battery compartment was cracked in two places and the display was dim and discolored.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.